Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm while performing peritoneal dialysis (pd) therapy. This occurred during the initial drain cycle of peritoneal dialysis therapy. The hp was connected at the time of the event. The hp reported air bubbles in the patient line and discovered kinked tubing during troubleshooting that would cause or contribute to the air. The technical services representative (tsr) assisted the patient in ending therapy and starting over with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.